Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 200 ohms. Programming and troubleshooting options were discussed. No troubleshooting or interventions had been performed at that time. No adverse patient effects were reported. The lead remains in service.